Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Gathered process test data including finished goods retain and return data for act celite s122252 shows the initial oscillation measurement can be a predictor for increased rates of codes like qc code 31. The issue is not uniformally distributed across lot s12252.

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act celite cartridge lot# s12252 that yielded an unexpected result of 191 on a patient. Time act0649 118unk pt. Was administered a 10000 unit dose of heparin 0704 950712 191the customer states that there was no delay or surgical intervention. The procedure the patient was undergoing was completed.based on the information available there were no injuries associated with this event.